Event description:
Varian was notified of an employee accident report. During the routine build of an acuity exact couch, the operator was assisting a fellow employee to remove a faulty actuator when the scissor mechanism collapsed and crushed the employee's hand. The employee was examined by a doctor for the injury and was off work for 10 days. No other info was provided in the report regarding the injury.

Manufacturer narrative:
It was determined that the employee did not follow the standard operating procedures when replacing the faulty actuator. A safety brace was omitted during the process, which prevents the potential for collapse. The employee has been briefed on the absolute need for the use of safety braces when working within the scissor mechanism. Though still under investigation, varian has determined that an MDR is appropriate. Add'l f/u to this MDR is expected upon completion of the investigation.